Event description:
It was reported that the device had an early battery depletion. The device was removed and replaced with a new device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) calculations based on implant parameters indicate that the device had met its 99.9% expected longevity. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. Performance data collected from the device was analyzed and revealed high battery impedance, leading to eri. Battery depletion was indicated/eri (elective replacement indicator). Eri was due to high battery impedance logged on (B)(6) 2011, prior to explant. Ramware version 8 installed on (B)(6) 2010. This device is part of the field action and has tested consistent with the field action.